Manufacturer narrative:
Updated. The field service engineer (fse) inspected the device and could not duplicate the reported condition. The blower motor and motor controller (mc) printed circuit board (pcb) were replaced as a precautionary only. The ventilator passed all tests and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator generated an error relevant to blower high temperature. It was reported that the event occurred during clinical use. It was reported that the event occurred during patient use. The patient was transferred to another ventilator as a result of the event. There was no patient harm or injury as a result of the event.

Manufacturer narrative:
Updated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator generated an error relevant to blower high temperature. It was reported that the event occurred during clinical use. There was no patient harm or injury as a result of the event.

Manufacturer narrative:
This customer returned motor controller (mc) board was tested and no failures were identified. This customer returned blower assembly was tested and no failures were identified.